Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received seven inappropriate shock due to oversensing and noise on the right ventricular (rv) lead. A possible fracture was suspected. It was noted that a lead integrity alert (lia) and a rv lead noise alert were triggered. The rv lead remains in use. No further patient complications have been reported as a result of this event.